Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a microclave® clear connector that experienced loose connection and leakage. The reporter stated that " the connector does not "grab" the syringe enough and the contents squirt back/pass.¿ the status of the product at the time of the event was during infusion. It was not detected prior to direct patient use. No serious injury/death, no blood loss, no unprotected chemo exposure , no delay in critical therapy , no adverse operator consequences , no med/surg intervention required. The devices were changed out/replaced with no further problems encountered. Involved product was disposed but same lot device sample is available for investigation. Update: providing additional information stating that there was no any defects, tears, or cuts noted on the product. No unprotected chemo exposure and it did not come into contact with the patient or health care provider. The medication involved is parenteral nutrition.

Manufacturer narrative:
Investigation summary. Received five (5) new. List #011-mc100, microclave¿ clear connector; lot #14265555. No visual damages or anomalies were observed. The reported complaint of disconnection could not be confirmed. The returned samples were tested and met product specifications. Without the return of the used sample a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.